Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition. Functional testing to detect for delivery accuracy found the pump to be over delivering. The customer's complaint was confirmed. The expulsor was trimmed as this was determined to be the root cause. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd prizm vip pump failed a volume test. It was reported to be overinfusing. No further information available. No patient injury resulted.